Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -4.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vaulting. The surgeon also noted the following: loss of bcva, significant reduction of irido-corneal angles (ica), and blurred vision. The problem was noted as resolved after the lens exchange.

Manufacturer narrative:
Method: no additional similar complaint type events were found within the associated lot. (B)(4)